Manufacturer narrative:
(B)(4). Evaluation: results: (dissection), (lack of information, cause unk). Conclusion: (lack of information, cause unk).

Event description:
A talent stent graft system was selected for use in a pt for the endovascular treatment of a thoracic type b dissection approx 1 month ago. The vessel morphology was not reported. The stent graft was implanted; however, the false lumen continued to fill with blood, indicating that a small type b dissection still existed. The physician will monitor the pt. No additional clinical sequelae were reported and the pt is fine.